Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the scs ipg became inoperable during a surgery. A company representative confirmed the issue using the clinician programmer (cp). The cp displayed an error message: "ipg repair attempted, the programmer will reconnect when ipg is ready''. The representative attempted multiple times to connect to the ipg, but to no avail. In turn, the physician explanted and replaced the patient's scs ipg, resolving the issue.